Manufacturer narrative:
Insulin pump received with broken battery tube threads, cracked reservoir tube, missing end cap sticker and broken reservoir tube lip. The reservoir tube lip completely broken off and the test reservoir will not lock/click in place. Pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, prime/delivery test, no delivery test, displacement test and rewind. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. No unexpected low battery alarm noted.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery compartment and reservoir compartment were breaking off and had missing pieces. Customer reported that insulin pump may have been dropped. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.